Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot were performed and failed due to receiver discolored/ lines on screen displayed. Functional tests were performed and failed due to battery status test;display pattern test. Internal visual inspection was performed and passed. Receiver reset was observed on incident date (B)(6) 2025 in receiver log. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be receiver, defective battery. No injury or medical intervention was reported.